Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had posterior capsule tear on her left eye (os). As a result, zcb00 monofocal iol (intraocular lens) was removed and replaced with non-johnson & johnson back-up lens during the same procedure. It was noted that there was a incision enlargement to remove the lens and suture was also used. The patient was doing fine post-surgery. Product is expected to be returned. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 09-05-2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. One of the haptics was received distorted. After decontamination the haptic returned to the normal shape. The observed haptic damage could be related to the removal process; there was no complaint regarding the haptics. The lens edges are smooth. There is no indication the reported issue is related to the lens quality. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).